Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the system error 105 which was not reproducing but confirmed through a review of the event history log. Evaluation found the cause to be a missing gear spacer and both top plate mount screws were loose. The motor assembly (including the gear spacer and mount screws) was replaced. Results:component missing.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.